Event description:
It was reported that during a laparoscopic low anterior resection procedure, at first, when the device, loaded with the blue cartridge, was fired, it was hard to grasp the trigger a little. When the device was loaded with the gold cartridge at the second firing, the device could not be fired. Another competitive device was used to complete the procedure. There were no adverse consequences for the patient. The doctor commented that the tissue was not so thick.

Manufacturer narrative:
(B)(4). Instrument a: premature sled movement. Instrument b: batch # g5zh0e, exp date; 05/07/2015; device MFR date: 06/07/2010. The ec60 device a, was received for analysis with no visual non-conformances and with a ecr60d cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward, locking the cartridge and pushing staples upwards. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The analysis found that one ec60 device b was received with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired and was noted to have damage on the cartridge reload deck. In addition, the pan was noted to be partially dislodged. This damage is consistent with the device being clamped over a hard object such as a clip or other surgical device. The device was tested for functionality with a test cartridge reload and fired without any difficulties noted and the staples were noted to have the appropriate b-form shape. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.